Event description:
Facility reported the "air chamber had come apart" during the treatment. A new line was put on and the treatment continued without incident. No med intervention. Bp preincident was 114/39 and post treatment was 104 palpated. Facility has been contacted regarding further info for the medwatch. The sample is available for examination. 8/2/99 facility reported that there are no pre or post h and h. Estimated blood loss was 30cc.